Event description:
The screw that keeps the black impactor pad on the impactor broke while assembling pre-op. Nothing fell in the patient. No follow-up was initiated as all required information is available.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. The following section was corrected: h6 - component code. Product was returned and visually assessed and found that the screw of the tibial impactor has fractured and the remainder of the impactor screw is lodged within the impactor. Tib impactor shows signs of wear. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.